Event description:
It was reported that an unspecified malfunction alarm intermittently occurred. Additionally, it was reported that the pump battery was depleting quickly. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.